Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Based on all available information, engineers are able to confirm the root cause of the event. The devices were not been returned, as such, physical analysis could not be conducted in our laboratory, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient experienced a loss of stimulation due to the implantable pulse generator (ipg) of the spinal cord stimulator (scs) turning on and off randomly multiple times. Multiple database analysis were completed and no anomalies were exhibited. The patient underwent a revision procedure in which the ipg was replaced.

Event description:
It was reported that the patient experienced a loss of stimulation due to the implantable pulse generator (ipg) of the spinal cord stimulator (scs) turning on and off randomly multiple times. Multiple database analysis were completed and no anomalies were exhibited. The patient underwent a revision procedure in which the ipg was replaced.